Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was up and running with all drawers and doors closed, but a failure icon was present. A field service engineer (fse) rebooted the system and attempted recovery. The customer signed in and was able to recover the cubie successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date. A supplemental MDR was submitted to reflect the correct device manufacture date.